Manufacturer narrative:
A ge rep evaluated the sys and replaced the fast stop switch cable. The sys operates as intended.

Event description:
The customer reported the sys intermittently stops working and displays a fast stop error. No pt injury was reported.